Manufacturer narrative:
Single reporter exemption (B)(4). Device investigation could not be performed since it was not returned to manufacturer. Lot history review revealed no anomaly relating with reported event. No other similar event was reported for this lot product. Since all the shipped products are inspected for meeting the products specifications and shipping criteria. Based on the info reviewed, there is no indication of a product deficiency. Based on the obtained info, it is inferred that the tip was trapped in the heavily calcified cto lesion, where rotational and/or pull back manipulation might be made to the micro catheter for bail out, resulting the breakage of tip section due to the force exceeding the product design limit.

Event description:
Reportedly, during the procedure to a heavily calcified cto lesion at #1-#2 rca, corsair catheter was advanced to the target lesion in a retrograde approach manner. When the catheter tip reached to #2 calcified lesion, and during the operation, tip got stuck in the lesion and tip approx 5mm was broken off. Procedure was continued by antegrade approach, after crossing the target lesion by unk gaudery an unk stent system was advanced and deployed for revascularisation and for fixing the separated tip of the corsair. Reportedly, patient is in stable condition, and the physician commented that the trap of catheter is because of the heavily calcified lesion.